Event description:
Customer called to report the insulin pump was lost while snowboarding. Blood glucose reading was 240 mg/dl. Advised that a replacement insulin pump will be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, severely scratched display window. Unable to perform the functional test due to lcd anomaly.